Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary cubies were loaded into the drawer but were not displayed on the map, preventing use or ejection. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were loaded into the drawer but were not displayed on the map, preventing use or ejection. The field service engineer (fse) replaced the tray and the row board and performed testing using the hardware test application, which was successful; however, the pockets were still not visible in the application. The first two rows in the drawer were recovered, and medications were loaded back. The tray row c and the drawer were then replaced. The pockets were loaded into empty positions, and testing was completed successfully. Inventory was also performed and verified. The system functioned as intended after field service engineer repaired the device.